Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during eighth inflation at 12 atmospheres for 10 seconds, the balloon ruptured at the middle part of the balloon. The device was removed, and the procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597.